Event description:
Physician reported that collagen leaked from around the hub, then needle disengaged from the syringe. There was no impact to pt, however event will be reported in good faith due to the possibility that an injury might occur if the event were to recur.